Event description:
Related manufacturer reference number: 2017865-2023-24746 it was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular and atrial leads were oversensing noise triggering mode switches. No changes or interventions were performed. The patient was in stable condition before, during, and after the follow-up.